Event description:
A malfunction alarm, identified as malf 0, was reported by the customer, but no notable events occurred before this issue. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the customer in resetting the device, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared, and they acknowledged and understood this guidance.